Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and a non mdt stent graft were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during deployment of the endurant stent graft bifurcate, the device landed 1cm below the intended landing zone. 4 endoanchors were used in the patient due to concern for late failure of the device and a gore excluder cuff was also implanted as treatment for the innacurate delivery. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.